Event description:
It was reported that the 3.0 x 15 mm xience prox stent delivery system was already kinked in the dispenser coil. The outer cardboard box was undamaged. Another unspecified device was used successfully. The device was not used on the patient. There was no clinically significant delay in the procedure reported. No additional information was provided. Return device analysis revealed a proximal shaft separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported packaging damage was able to be confirmed. The reported shaft kink was able to be confirmed. Additionally, the proximal shaft was separated. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. Xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.